Event description:
It was reported that shaft break occurred. The patient presented with acute myocardial infarction. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the proximal part of the shaft was kinked. An attempt was made to fix the kink but the shaft broke outside the patient. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.